Manufacturer narrative:
H6: investigation: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that instrument reflects false positives. Bd remote assistance communicated with the customer and identified onsite power failure and drawer a/b offline. Bd field service engineer (fse) was dispatched and discovered intermittent false positive cases. The fse installed electrical network analyzer and suggested the customer to inject 3ml of saline solution, or some other colored liquid into a new bottle and leave that bottle to visually compare with the volume of the bottles that arrive to be incubated in the equipment. This is a confirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was onsite power failure and drawer a/b offline. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged 7 false positive results were obtained. Confirmatory sowing and bacterioscopy was performed. Results have not been reported and there was no report of patient impact.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged 7 false positive results were obtained. Confirmatory sowing and bacterioscopy was performed. Results have not been reported and there was no report of patient impact.